Manufacturer narrative:
Three devices were received for evaluation. Visual inspection of the device found the cassette extension tube to have a piece of yellow cap inside of the female luer. This confirms the reported customer complaint. However, the problem source has been determined to be unknown. Additionally, four photos were received; a brokem female luer was observed.

Event description:
It was reported that when filling up medical fluid into the smiths medical cassette and during use, it was noticed that the syringe broke off. There was no patient injury. No adverse patient effects were reported.